Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 500 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump was not delivering insulin properly; however, tandem technical support (cts) performed pump data log review and found that customer manually stopped insulin delivery. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.